Manufacturer narrative:
The customer informed stryker that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker recommended that the device's therapy pcb be replaced as a precaution; however, the customer declined to have the device repaired. The device was returned to the customer unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.